Event description:
It was reported that the lead was unable to capture at high outputs and x-ray revealed a lead perforation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in.on the helix mechanism, there was tissue on the helix, and there was apparent explant damage. The analyst also noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.